Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr replaced main power switch. Tested the unit and performed operational verification procedure, all tests passed and meets OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator turned off while on a patient. At this time, there is no information regarding remedial action taken by the healthcare facility. However, the customer confirmed that there was no patient harm associated with the reported event.